Event description:
Microaire received a report stating that a pt had surgery using the endotine midface b. The pt returned to the hospital sometime later because the implant could not withstand the tension of facial movement.

Manufacturer narrative:
Due to indication of second surgery, occurrence was determined to be reportable to the FDA. Microaire was not notified of this event until 01/13/2015. We have tried numerous times to get ore info from the distributor; however, they have not been forthcoming with info. Since the device is not being returned for evaluation; we are unable to determine a cause.